Manufacturer narrative:
Erroneous results generated. A definitive root cause for the event has not yet been determined.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report erroneous glucose results for 14 patient samples assayed on the unicel dxc 800 pro synchron chemistry analyzer upon discovering unacceptable quality control results. The patient results were reported out of the laboratory. The customer checked with the attending nurses and reported that there was no impact to patient treatment. When the customer discovered that the quality control results were unacceptable, the customer re-assayed 50-60 patient samples for glucose. Of that group, 14 patient samples required amended reports for glucose. The customer replaced the analyzer electrode. A field service engineer (fse) was dispatched to the customer's site. The fse flushed out the reagent lines and checked module operation. The customer increased the frequency of analyzing quality controls to every 2 hours. A definitive root cause has not yet been determined for the event.